Event description:
On may 26, 2006, the facility contacted baxter customer service to report that a system 1000 hemodialysis instrument needed to be disinfected due to bacteria. A baxter field service representative went to the facility the same day and disinfected the incoming water line. The bacteria was found before patient use. No patient injury or medical intervention was reported in association with this report. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Baxter has opened CAPA rtb-CAPA to further investigate high bacteria issues. This CAPA is currently in process.